Manufacturer narrative:
Manufacturer's report date: 05/18/2011. (B)(4). The product was requested multiple times and an ups shipping label was provided for product return. If the device is rec'd at a later date, a f/u report will be filed if any new information becomes available.

Event description:
Customer reported the IV tubing was found lying in bed disconnected from the pt. Tpn and intralipids stopped. It is unclear where the disconnection occurred on the tubing. No pt harm reported. Although requested, no additional event information provided.